Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error. Customer could not clear the alarm and attempted to change the battery. The insulin pump had been alarming for 24 hours at the time of the call. Insulin pump will need to be returned and replaced. Customer has a functioning spare pump and has reverted to using that pump. Customer was not hospitalized.

Manufacturer narrative:
The pump gave an open book / critical pump error after battery installation and a pump error was found in the alarm history file due to a software error. The pump was received with minor scratches on the lcd window and case.